Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not communicating properly with batteries) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u1005 tri-state driver and an open r45 resistor on the computer/analog pca. The root cause for the defective u1005 driver and r45 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was not properly communicating with the patient's battery packs.